Event description:
It was reported to resmed france that an system fault message was displayed on a astral device indicating a outlet flow sensor error. There was no patient injury reported as a result of this incident. MFR 3004604967-2015-00148.